Manufacturer narrative:
D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to bacteremia and cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made down the rv lead, reaching the area of the tricuspid valve when the lead released. However, the patient''s blood pressure dropped and st wave segment changes were noted on EKG. Rescue efforts began immediately, including rescue balloon and sternotomy. Linear and vertical perforations of the right innominate vein were discovered, near the location of the rv lead''s proximal coil. Despite extensive efforts, the perforations could not be repaired and the patient did not survive. This report captures the 14f glidelight in use when the perforations occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.